Event description:
He skin is black and swollen under the wrap. [Application site swelling] , he is itching on his left side above his hip where the wrap was placed [application site pruritus] , he left it on over 8 hours [device use error]. Case narrative. This is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t26686, expiration date jul2020, on (B)(6) 2020, for lower back/hip pain. Medical history included blood pressure, diagnosed 40-50 years ago and osteoporosis. He states that he weighs about 158-160 pounds. Concomitant medication included atenolol (atenolol) started 20-25 years ago and 2 other unspecified medications. He has used thermacare heatwraps a year ago on his neck. The patient reported that he used a thermacare heatwrap on his back side on (B)(6) 2020. He might have left it on too long. He left it on over 8 hours and the skin was black and swollen under the wrap. He washed the area and put some neosporin on it. On (B)(6) 2020, he was itching on his left side above his hip where the wrap was placed. He thinks the skin got darker in color. He said it was not sore. He put the wrap over his underwear so it wasn't directly on the skin. A sample of the product was available to be returned. The action taken with thermacare heatwrap was not reported. The outcome of the events was not recovered. Company clinical evaluation comment: based on the information provided, the events application site discolouration, application site swelling, application site pruritus and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events application site discolouration, application site swelling, application site pruritus and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. He left it on over 8 hours [device use error], he skin is black and swollen under the wrap. [Application site discolouration], he skin is black and swollen under the wrap. [Application site swelling], he is itching on his left side above his hip where the wrap was placed [application site pruritus], , narrative: this is a spontaneous report from a contactable consumer. A 90-year-old male patient started to receive thermacare heatwrap (thermacare muscle & joint), device lot number t26686, expiration date jul2020, from (B)(6)2020 for lower back/hip pain. Medical history included ongoing blood pressure abnormal diagnosed 40-50 years ago and osteoporosis. He stated that he weighs about 158-160 pounds. Concomitant medication included atenolol started 20-25 years ago and ongoing for blood pressure and 2 other unspecified medications. The patient had used thermacare heatwraps a year ago (in (B)(6)2019) on his neck. The patient reported that he used a thermacare heatwrap on his back side on (B)(6)2020. He might have left it on too long. He left it on over 8 hours and the skin was black and swollen under the wrap. He washed the area and put some neosporin on it. On(B)(6)2020, he was itching on his left side above his hip where the wrap was placed. He thought the skin got darker in color. He said it was not sore. He put the wrap over his underwear so it wasn't directly on the skin. A sample of the product was available to be returned. The action taken with thermacare heatwrap was unknown. The outcome of the events was not recovered. According to the product quality complaint group on 07mar2020: the root cause category is non assignable (complaint not confirmed as a quality defect). Consumer reports an adverse event that caused "skin is black and swollen under the wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per sop-105746, complaint trending guidelines, effective 19-nov-2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to attached trending chart adverse event t26686. On this basis, a trend does not exist for this batch. Site sample status is not received. Severity of harm is s3. According to product quality complaints group on 02sep2020, 04sep2020, and 09sep2020: batch t26686 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. This investigation was reopened to add the consumer returned sample evaluation results. The conclusion was revised to include the results of the evaluation. The following statement was added to the conclusion: evaluation of the consumer returned sample did not provide any additional evidence of why the consumer experienced an adverse event while wearing a wrap. Return sample evaluation: one m&j wrap-no obvious defects, one m&j pouch; the pouch was opened by evaluator to inspect the wrap inside. (L) t26686 n 08/29 & exp 2020-07 12:06, one carton-the carton was opened by the consumer. (L) t26686 08/29 & exp 2020-07 12:12. This investigation was reopened to add the results of the consumer return sample evaluation as a part of corrective action# - corrective actions for return sample evaluation form books-nonconformance. Confirmed compl sample defect?: no. According to the product quality complaint group on 09oct2020: site sample status was received at the site. Date samples were received was 29jan2020. Follow-up (04mar2020): follow-up attempts are completed. No further information is expected. Follow-up (07mar2020): new information received from product quality complaint group includes investigation results. Follow-up (08may2020): follow-up attempts are completed. No further information is expected. Follow-up (02sep2020, 04sep2020 and 09sep2020): new information received from a product quality complaints group includes: updated investigation results (including sample return evaluation) and updated thermacare product (thermacare muscle & joint). Follow-up attempts are completed. No further information is expected. Follow-up (09oct2020): new information received from a product quality complaints group includes: date samples were received. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events application site discolouration, application site swelling, application site pruritus and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Consumer reports an adverse event that caused "skin is black and swollen under the wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per sop-105746, complaint trending guidelines, effective 19-nov-2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to attached trending chart adverse event t26686. On this basis, a trend does not exist for this batch. Site sample status is not received. Severity of harm is s3. This investigation was reopened to add the consumer returned sample evaluation results. The conclusion was revised to include the results of the evaluation. The following statement was added to the conclusion: evaluation of the consumer returned sample did not provide any additional evidence of why the consumer experienced an adverse event while wearing a wrap. Return sample evaluation: one m&j wrap-no obvious defects, one m&j pouch; the pouch was opened by evaluator to inspect the wrap inside. (L) t26686 n 08/29 & exp 2020-07 12:06, one carton-the carton was opened by the consumer. (L) t26686 08/29 & exp 2020-07 12:12. This investigation was reopened to add the results of the consumer return sample evaluation as a part of corrective action# - corrective actions for return sample evaluation form books-nonconformance. Confirmed compl sample defect?: no. There was no reasonable suggestion of device malfunction and severity of harm was not applicable. Site sample status was received at the site; date samples were received was 29jan2020.

Event description:
Event verbatim [preferred term] he skin is black and swollen under the wrap. [Application site discolouration] , he skin is black and swollen under the wrap. [Application site swelling] , he is itching on his left side above his hip where the wrap was placed [application site pruritus] , he left it on over 8 hours [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A 90-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t26686, expiration date jul2020, from 07jan2020 for lower back/hip pain. Medical history included blood pressure abnormal diagnosed 40-50 years ago and osteoporosis. He stated that he weighs about 158-160 pounds. Concomitant medication included atenolol started 20-25 years ago for blood pressure and 2 other unspecified medications. He has used thermacare heatwraps a year ago (in (B)(6) 2019) on his neck. The patient reported that he used a thermacare heatwrap on his back side on (B)(6)2020. He might have left it on too long. He left it on over 8 hours and the skin was black and swollen under the wrap. He washed the area and put some neosporin on it. On (B)(6)2020, he was itching on his left side above his hip where the wrap was placed. He thought the skin got darker in color. He said it was not sore. He put the wrap over his underwear so it wasn't directly on the skin. A sample of the product was available to be returned. The action taken with thermacare heatwrap was not reported. The outcome of the events was not recovered. According to the product quality complaint group on (B)(6)2020: the root cause category is non assignable (complaint not confirmed as a quality defect). Consumer reports an adverse event that caused "skin is black and swollen under the wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4). Menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per (B)(4), complaint trending guidelines, effective (B)(6)2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to attached trending chart adverse event t26686. On this basis, a trend does not exist for this batch. Site sample status is not received. Severity of harm is s3. Follow-up (04mar2020): follow-up attempts are completed. No further information is expected. Follow-up (07mar2020): new information received from product quality complaint group includes investigation results., comment: based on the information provided, the events application site discolouration, application site swelling, application site pruritus and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Consumer reports an adverse event that caused "skin is black and swollen under the wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4), menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per (B)(4), complaint trending guidelines, effective (B)(6) 2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to attached trending chart adverse event t26686. On this basis, a trend does not exist for this batch. Site sample status is not received. Severity of harm is s3.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Consumer reports an adverse event that caused "skin is black and swollen under the wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per (B)(4), complaint trending guidelines, effective (B)(6) 2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to attached trending chart adverse event t26686. On this basis, a trend does not exist for this batch. Site sample status is not received. Severity of harm is s3. This investigation was reopened to add the consumer returned sample evaluation results. The conclusion was revised to include the results of the evaluation. The following statement was added to the conclusion: evaluation of the consumer returned sample did not provide any additional evidence of why the consumer experienced an adverse event while wearing a wrap. Return sample evaluation: one m&j wrap-no obvious defects, one m&j pouch; the pouch was opened by evaluator to inspect the wrap inside. (L) t26686 n 08/29 & exp 2020-07 12:06, one carton-the carton was opened by the consumer. (L) t26686 08/29 & exp 2020-07 12:12. This investigation was reopened to add the results of the consumer return sample evaluation as a part of corrective action# - corrective actions for return sample evaluation form books-nonconformance. Confirmed compl sample defect?: no. There was no reasonable suggestion of device malfunction and severity of harm was not applicable.

Event description:
Event verbatim [preferred term] . He skin is black and swollen under the wrap. [Application site discolouration], he skin is black and swollen under the wrap. [Application site swelling], he is itching on his left side above his hip where the wrap was placed [application site pruritus], he left it on over 8 hours [device use error]. Narrative: this is a spontaneous report from a contactable consumer. A 90-year-old male patient started to receive thermacare heatwrap (thermacare muscle & joint), device lot number t26686, expiration date jul2020, from 07jan2020 for lower back/hip pain. Medical history included blood pressure abnormal diagnosed 40-50 years ago and osteoporosis. He stated that he weighs about 158-160 pounds. Concomitant medication included atenolol started 20-25 years ago for blood pressure and 2 other unspecified medications. He has used thermacare heatwraps a year ago (in (B)(6) 2019) on his neck. The patient reported that he used a thermacare heatwrap on his back side on (B)(6) 2020. He might have left it on too long. He left it on over 8 hours and the skin was black and swollen under the wrap. He washed the area and put some neosporin on it. On (B)(6) 2020, he was itching on his left side above his hip where the wrap was placed. He thought the skin got darker in color. He said it was not sore. He put the wrap over his underwear so it wasn't directly on the skin. A sample of the product was available to be returned. The action taken with thermacare heatwrap was not reported. The outcome of the events was not recovered. According to the product quality complaint group on (B)(6) 2020: the root cause category is non assignable (complaint not confirmed as a quality defect). Consumer reports an adverse event that caused "skin is black and swollen under the wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per (B)(4), complaint trending guidelines, effective (B)(6) 2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to attached trending chart adverse event t26686. On this basis, a trend does not exist for this batch. Site sample status is not received. Severity of harm is s3. According to product quality complaints group on (B)(6) 2020: batch t26686 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. This investigation was reopened to add the consumer returned sample evaluation results. The conclusion was revised to include the results of the evaluation. The following statement was added to the conclusion: evaluation of the consumer returned sample did not provide any additional evidence of why the consumer experienced an adverse event while wearing a wrap. Return sample evaluation: one m&j wrap-no obvious defects, one m&j pouch; the pouch was opened by evaluator to inspect the wrap inside. (L) t26686 n 08/29 & exp 2020-07 12:06, one carton-the carton was opened by the consumer. (L) t26686 08/29 & exp 2020-07 12:12. This investigation was reopened to add the results of the consumer return sample evaluation as a part of corrective action# - corrective actions for return sample evaluation form books-nonconformance. Confirmed compl sample defect?: no. There was no reasonable suggestion of device malfunction and severity of harm was not applicable. Follow-up (04mar2020): follow-up attempts are completed. No further information is expected. Follow-up (07mar2020): new information received from product quality complaint group includes investigation results. Follow-up (08may2020): follow-up attempts are completed. No further information is expected. Follow-up (02sep2020, 04sep2020 and 09sep2020): new information received from a product quality complaints group includes: updated investigation results (including sample return evaluation) and updated thermacare product (thermacare muscle & joint). Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events application site discolouration, application site swelling, application site pruritus and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.